Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of a leak in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 10014914 lot number 20015815 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the dehp-free adset mic tbg disc 60 in experienced leakage. The following information was provided by the initial reporter: nitoprusside line had a leak and dripped on floor. Tubing was wet and new drip was ordered.